Event description:
Started having longer and heavier menstrual cycles. Fatigue, brain fog, hormones out of whack. Had bad acne that required an antibiotic for joint pain. A lot of cramping and pain (pmdd), food sensitivity, forgetfulness, anxiety bad, emotional. FDA safety report ID# (B)(4).